Manufacturer narrative:
H10: a cpu was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25aug2020. B4: 16sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
During periodic maintenance of the ventilator, the manufacturer's international service technician reported a "backup alarm failed". There was no patient involvement. The manufacturer's international service technician confirmed the reported issue. The manufacturer's international service technician replaced the central processing unit (cpu) to address the reported problem. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.